Event description:
It was reported that the pt was implanted with a dialysis catheter on (B)(6) 2011. Successful dialysis 6 month. (B)(6) 2012 the catheter was out of the pt and the cuff was in pt¿s body.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. At this time the mechanism of damage is undetermined. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or some other catheter cleaning solution. A lot history review (lhr) of revg0959 showed two other similar product complaint(s) from this lot number.